Event description:
It was reported that they were getting a black screen in the middle of exam losing the image, which caused the patient to be re-exposed. They rebooted the system. Once this was done, the system is working as intended.